Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 111 mg/dl. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm recurred multiple times and they did not want to troubleshoot any further. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. Device functioning properly. (B)(4).